Event description:
It has been reported that during a knee arthroplasty, the impactor pad fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Femoral impactor pad was returned for evaluation. Dimensional measurements of the device cannot be performed as the device is fractured and the fractured parts are missing and were not returned. The inferior side of the device shows nicks, gouges and also the device shows wear & tear that indicates successful use for 2 years. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: event date: (B)(6) 2016, date received: (B)(6) 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.